Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an out of regulation (oor) message on their patient programmer. The ins was still on and functioning, however the output may have been lower than programmed. The patient had a fall about a month ago that may have been related to this issue. Impedances were measured at the visit. Therapy parameters left c2 1.8v 90us 130hz therapy imp: 1266ohms 1.439ma right c11 3.6v 120us 130hz therapy imp: 1120ohms 3.242ma impedances at 1.5v range of case pairs is 1250 - 1865ohms ref 0 1 3413ohms 2 2926ohms 3 3005ohms ref 1 2 2580ohms 3 2904ohms ref 2 3 2079ohms the oor went away without intervention. It was noted the patient had not noticed any change in therapeutic effect. No patient symptoms or further complications were reported as a result of this event.